Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt200 breathing circuit has not yet been received by fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A distributor in (B)(6) reported that the user is unable to connect a heater wire adaptor to an rt200 adult dual heated breathing circuit because "the distance between the two pins in the socket are too near and they made the pins bend". No pt consequence was reported.